Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04/05/2017 with the following findings: the battery compartment was cracked to the left of the bumper, and at the case seal below the bumper. The display was dim and fading pink. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the display was dim and the battery compartment was cracked twice]. This report is made based on results of investigation completed on (B)(6) 2017.